Event description:
Pedicle screw driver distal tip separated from proximal shaft. First part usage was 2011, failure modality is unknown, due to repeated use for nine years or forceful misuse. Communication attempts made, no feedback was provided by the user. No patient harm or injury was reported. Case indeterminate